Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Manufacturer narrative:
As part of our investigation, irhythm followed up with the patient and was informed that the patient had previously undergone surgery on the same breast in 2022. The doctor could not determine the cause of the infection; however, the patient believes the monitor contributed. A review of the complaint revealed that the patient was prescribed to wear the zio xt for 14 days. The zio xt device was lost during the patient's hospital stay. Since the zio xt will not be returned for evaluation, no clinical data is available, and no further investigation can be performed. The patient has no history of reactions to medical adhesive or sensitive skin. The cause of the reported event cannot be determined. However, skin irritation is an inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to the emergency room (ER) with an infection allegedly caused by the zio xt. Approximately one week after the monitor was applied, the patient experienced tightness and pain in her breast as well as swelling of the mouth and face. After contacting her healthcare provider (hcp), she was advised to go to the ER. The patient was diagnosed with an infection in the right breast and subsequently admitted for emergency surgery. The patient reported that the swelling subsided after the device was removed and is now recovering well.